Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage to the proximal portion with struts raised distally from the stent profile on rows 2 and 7. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 38 x 3.50mm promus premier¿ stent was advanced but the device was unable to cross the lesion despite several attempts. The device then became stuck in the lesion but was readily and easily removed without any additional maneuvering done for removal. When the device was removed from the patient, it came in contact with either the calcified lesion or the distal tip of the catheter. It was then noted that the stent strut was lifted. The procedure was completed using a 3.5mmx28mm non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 38 x 3.50mm promus premier¿ stent was advanced but the device was unable to cross the lesion despite several attempts. The device then became stuck in the lesion but was readily and easily removed without any additional maneuvering done for removal. When the device was removed from the patient, it came in contact with either the calcified lesion or the distal tip of the catheter. It was then noted that the stent strut was lifted. The procedure was completed using a 3.5mmx28mm non bsc stent. No patient complications were reported and the patient's status was good.